Manufacturer narrative:
Device component code 3088 relates to device problem code 1059 for the reported event of distal tip bent. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a expect pulmonary olympus was used during a procedure performed on (B)(6) 2016. According to the complainant, during the procedure that the distal tip of the needle was bent. The procedure was completed with another expect pulmonary olympus. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Visual evaluation of the returned device found no visible failures. Functional test revealed that the needle was able to extend and retract without issues. The investigation was unable to confirm the reported event of needle tip bent. Based on all gathered information and investigation results, there is no evidence of either the alleged issue or any defect which could have contributed to the event. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a expect pulmonary olympus was used during a procedure performed on (B)(6) 2016. According to the complainant, during the procedure that the distal tip of the needle was bent. The procedure was completed with another expect pulmonary olympus. There were no patient complications reported as a result of this event.